Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 30mg/dl. The customer was treated for the lows and released. The customer states their mother told them to remove the pump and box it up, and to send it back. Troubleshoot was unable to be done at this time. The customer requested a call back at a later time.